Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to disconnect tubing, adjust the t:lock, and perform boluses. Alarms recurred until customer loaded a new cartridge, after which the bolus completed successfully. Customer planned to replace supplies and resume insulin therapy.